Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A doctor reported some patients are taking longer to recover to get good visual acuity after surgery. Residual astigmatism was reported. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. Residual astigmatism post-operatively was less than one diopter. The manufacturer internal reference number is: (B)(4).

Event description:
This file represents one patient's right eye.